Event description:
The customer contact reported that the patient rec'd less medication than intended. At an unspecified time in the overnight recovery area, the device was programmed to deliver dilaudid 0.2mg/ml, in the pca only mode, with a 0.4mg loading dose, a 0.2mg pca dose, an 8 minute patient lockout, and a 4mg 4 hour dose limit and the delivery was started. After an unspecified length of time during night shift, it was reported that the patient's pain was not relieved. At that time, it was noted that the device display indicated 20ml had been delivered, however; only 5ml was missing from the vial. The customer contact reported that the physician was notified. At an unspecified time, it was reported that the pca therapy was discontinued and patient was treated with an unspecified IV push medication according to the physician order. No specific details were provided. After an unspecified length of time, it was reported that the patient's pain was relieved. The device was removed from clinical service. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.